Event description:
It was reported that during service evaluation the device was not able to generate alarms under expected conditions, the main board was found defected and connector j4 has no output. No case involved.

Manufacturer narrative:
H10. Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 8043484-2020-02311. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.